Event description:
One year postoperatively, the pt experienced a myocardial infarction and at reoperation, thrombus was noted on the valve. The valve was removed and replaced with another valve (manufacturer, model and serial number unknown). The pt was reported to be experiencing congestive heart failure and was recovering at home.